Manufacturer narrative:
Date of event: (B)(6) 2018. Date received by manufacturer: 09/aug/2018. The manufacturer¿s service technician confirmed the failed battery. The battery was replaced and the unit was tested before returning to service. The battery was not returned for further evaluation. Root case not determined.

Manufacturer narrative:
Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a dead battery. It is unknown if the unit was in clinical use at the time the reported issue was discovered.